Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that she has been treating with insulin shots and boluses, but her blood glucose has still been high. Patient's blood glucose at time of incident was 497mg/dl. Patient's current blood glucose was 397 mg/dl. Customer had difficulty in breathing. Based on customer report customer does not allege pump was under delivering. Customer states the drive support cap appears normal. The customer will call back after receiving tubing clamp for performing high pressure test. The insulin pump will not be returned for analysis.